Event description:
Small piece of insulation came off the laparoscopic scissor during a procedure. The entire piece was retrieved. Instrument was removed from the set. Visual inspection of the rest of the instruments confirmed insulation intact. Jarit contacted the hospital in 2006. The risk manager could not identify the part number. Jarit sales representative was contacted to visit the hospital, confirm the part number and return the instrument for evaluation. To date this information has not been received.